Event description:
Same case as MDR ID: 2134265-2014-05922; 2134265-2014-06334. (B)(6) clinical study. It was reported that myocardial infarction (mi) and restenosis occurred. In (B)(6) 2011, the patient presented with chest pain and abnormal stress test suggestive of anterior ischemia and cardiac catheterization was recommended. Subsequently, the coronary angiography and index procedure were performed. The target lesion # 1 was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberte stent, with 0% residual stenosis. The target lesion # 2 was a de novo lesion located in the proximal lad with 80% stenosis and was 24 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm taxus liberte stent, with 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, a 2.75 x 12 mm promus element plus drug eluting stent was implanted in the proximal lad artery. In (B)(6) 2014, the patient presented with recurrent chest pain radiating to the neck and arm. Electrocardiogram (ECG) revealed non-specific st-t wave changes and cardiac enzymes were also elevated. The patient was diagnosed with non-q wave and non st segment elevation mi. Cardiac catheterization was recommended. At the time of event, the patient was on aspirin and prasugrel, the study drug was last taken in 2011. Coronary angiography was performed and revealed occlusion of the previously deployed 2.75 x 12 mm promus element plus stent located in the proximal lad and 99% stenosis in the 1st diagonal (d1). The proximal lad and d1 were treated with balloon angioplasty, resulting in 0% and 25% residual stenosis respectively. Post procedure, the patient experienced chest pain and was taken to the cath lab for repeat cardiac catheterization. Selective coronary angiography revealed widely patent stents from proximal through mid vessel lad and a jailed diagonal branch with ostial re- narrowing up to 95%. However, the diagonal was too small in caliber for stent implantation and supplied only a small territory. Hence, no further intervention was performed. In addition, the diagonal branch was jailed prior to the study and none of the bsc devices contributed to the event. Two days post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel. This event has been adjudicated as stent thrombosis.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).